Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead, the sensing value and pacing threshold were out of range when the helix was fixed in the patient. After re-positioning many times and explanting and re-implanting the ra lead, the electrogram (egm) showed noise and failure to capture was observed. The physician stated there may be a lead fracture from the multiple extension and retractions due to over torquing. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.